Manufacturer narrative:
Concomitant products added to d10. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Leading product: article: up210, sn: (B)(6). Location of device: at manufacturer. Product returned on: 2025-07-16. Concomitant product: article: up008, sn: (B)(6), location of device: at manufacturer, product returned on: 2025-07-16. The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "user is experiencing some air bubbles" during procedure. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device up210 and up008 were sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "user is experiencing some air bubbles" could be confirmed and assigned to product up008. The pressure diaphragm of up008 was mechanically damaged, which meant that it was no longer leak-proof and air was able to enter the hose system. This has led to the bubble formation described by the customer. The defects found on the up210 are independent from the reported issue. The leaflet of up008 is stating a required performance of the leakage test clearly in the warning section. The event is filed under internal karl storz complaint ID: (B)(4).